Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 at approximately 11:45 a.m., she experienced feeling nauseous and lightheaded subsequently suffered a loss of consciousness. Customer's husband tested her blood glucose, received a reading of 126 mg/dl on the adc blood glucose meter, and customer was treated with glucose tablet(s). Paramedics were called and upon their arrival, a blood glucose result of approximately 80 mg/dl was obtained on the hcp meter. Customer was transported to a local hospital and a reading of 83 mg/dl was obtained the hospital meter. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(4)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.